Manufacturer narrative:
Trackwise (B)(4). The device was returned to the factory for evaluation on 03/14/2025. An investigation was conducted on 03/26/2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the clear intact silicone insulation on both the cold and hot jaws. There were no visual defects observed on the intact heater wire. An electrical evaluation was conducted. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter, and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. No excessive smoke and/or steam were observed during the testing. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. An activation and transection capability test was performed over four (4) repetitions using "max life test method stm2048073. The device successfully transected tissue four (4) times. A temperature and resistance test was conducted to evaluate the device function per hemopro 2 final test 90523436. The resistance value was measured at 0.67 ohms which is within specification. The device passed the temperature measurements test. Based on the returned condition of the device as well as the evaluation results, the reported failure "electrical /electronic property problem" was not confirmed. The lot # 3000458335 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
Related to: (B)(4). The hospital reported that during an endoscopic vessel harvesting procedure using vasoview hemopro 2, they were harvesting vein and had switched out the device to seal and divide branches. They inserted the cannula with the hpii into the lower leg and began using the hpii. The device would work intermittently, including not always beeping. The cable was detached at the power supply and reattached with no resolution. They continued to work with the device to remove the lower leg vein. Once they were in the thigh, the device failed to work altogether. They then had the hpii removed from the field and used a second kit to complete the harvest. He had also replaced the extension cable since it would not detach from the hpii device. The second hpii and extension cable worked and they were able to complete the harvest. No pt injury.